Manufacturer narrative:
The field service engineer (fse) confirmed the leak within the main diluter at pv49; the instrument also generated diff r flags. The fse replaced the tubing at pv49 resolving the leak and the diff r flags. Service activity was performed and was verified to meet the specified requirements per established procedure. Upon recur, there is a potential for biohazard exposure. (B)(4).

Event description:
The customer reported a leak of approximately 5cc¿s of fluid in the main diluter of the hmx autoloader. The leak was not contained. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No death or injury is attributed to this event and there was no change to patient treatment. There is an exposure control / risk management plan in place at the facility. The operator did not seek medical attention. The msds was not reviewed